Manufacturer narrative:
Device received with cracked/detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to crack/detached end cap. However, device received with loose drive support disk, broken reservoir tube lip, missing reservoir tube o ring, broken battery tube threads, stained end cap sticker and stained address/serial number label. The test infusion set and reservoir does not lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump drive support cap was sticking out. Customer pressed while disconnected but cap was stuck. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.